Manufacturer narrative:
No service was requested by the user facility who will replace the air filter by themselves. No parts will be returned and no ventilator logs were provided. The air filter is located between the compressor and the ventilator¿s air supply. It is an optional accessory used for dehumidification of ingoing air. If the air filter malfunctions/starts leaking during ventilation, ventilation may stop and this will then cause the ventilator to generate several visible and audible alarms. The root cause why the air filter was leaking could not be determined.

Event description:
It was reported that the external air filter connected to the ventilator¿s air inlet was leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).